Manufacturer narrative:
Evaluation summary: the provided photos were reviewed by a company representative. Photo (B)(4) shows a pseudophakic eye. The image shows whitening of the capsular remnants from capsulorhexis and an apparent general iol opacification. The exact location of such opacity cannot be determined from the provided image. Photo (B)(4) shows a pseudophakic eye. The image shows whitening of the capsular remnants from capsulorhexis, few opacifications of variable diameter are observed centripetal to the rhexis the biggest one located at 6:00 of an approximated diameter of 2x2 mm, unable to determine the exact location (on, in or under the lens) of the opacities from the provided image. The product investigation could not identify a root cause for the reported event. Unable to determine the exact location (on, in or under the lens) of the opacities from the provided images. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that approximately 8 years following an intraocular lens (iol) implant procedure, the central iol was observed to have total opacification and the patient experienced blurry vision. Additional information has been requested.